Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and they alleged insulin pump was over delivering. The customer¿s blood glucose level was 65 mg/dl at the time of incident and the current blood glucose value was 67 mg/dl. Customer stated the other blood glucose value was 160 mg/dl, 165 mg/dl, 200 mg/dl, 60 mg/dl. Customer was treated with food. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.